Event description:
It was reported that the customer had a display anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer said that the blood sugar gets sent over the insulin pump but numbers are display smaller. The troubleshooting was performed. The customer insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned the device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump communicated properly with blood glucose meter; no display anomalies noted during testing. The insulin pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.